Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the pacing portion of the right ventricular (rv) lead had high thresholds that subsequently caused early battery depletion of the patient's implantable cardioverter defibrillator (ICD). The high voltage portion of the lead remains in use and a second pacing lead was implanted. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).